Event description:
The PICC line was placed for the administration of fluids in an elderly female patient with limited mobility in 2006. The patient was diagnosed as positive for dvt 3 days later.

Manufacturer narrative:
Evaluation: no product or lot number information was provided to assist in this investigation. Unfortunately, at this time, it is not possible to determine why this difficulty was experienced. It should be mentioned that per our instructions for use (IFU) we do state: "preliminary reports indicate that catheter sizes can influence clotting; larger diameter catheters have more tendency to promote clots."